Event description:
It was reported that during central processing, the permanent cautery spatula instrument had difficulty moving. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an 8mm permanent cautery spatula instrument had difficulty moving, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and the complaint regarding "difficult to move." Was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement test, and moved intuitively with full range of motion in all directions. The tip moved normally. The instrument was fully functional. The instrument released energy. Additionally, the instrument was found to have a broken ceramic sleeve. The broken piece was missing. The size of the missing piece was approximately 0.320¿ x 0.135¿. The probable root cause that a permanent cautery spatula instrument had "difficulty moving" cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis. The probable root cause of the missing ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure." This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.